Event description:
It was reported that pump generated cartridge alarm 20 and user had experienced cartridge alarms with consecutive cartridges, although issue did not occur during load process. There was no adverse impact to the customer's blood glucose level. User had no warranty coverage, planned to contact clinic to order new pump, and used multiple daily injections as interim insulin therapy.